Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("displaced essure right fallopian tube/ metallic device embedded within the right minus/ failure to occlude (close) fallopian tube(s)"), haematosalpinx ("rupture of the right fallopian tube"), genital injury ("rupture of the right fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lipoma excision. Concurrent conditions included hypothyroidism, back pain, vomiting, left lower quadrant pain, cyst, chronic cervicitis, uterine cervical squamous metaplasia, paratubal cyst, dysmenorrhea, hypertension, pulmonary hypertension, hydronephrosis, anemia and hematuria. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) . On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), haematosalpinx (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("severe bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pelvic pain ("pain"), ureterolithiasis ("ureteral stone"), nephrolithiasis ("kidney stones"), ureteral stent insertion ("right uterer stented"), urinary retention ("urinary retention"), vaginal cellulitis ("cuff cellulitis"), flank pain ("flank pain") and fatigue ("fatigue"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy) and surgery (portion of ureter removal surgically). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, haematosalpinx, genital injury, uterine haemorrhage, genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, urinary tract disorder, ureterolithiasis, nephrolithiasis, ureteral stent insertion, urinary retention, vaginal cellulitis and flank pain outcome was unknown and the bladder disorder, pelvic pain and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, embedded device, fatigue, flank pain, genital haemorrhage, genital injury, haematosalpinx, menorrhagia, nephrolithiasis, pelvic pain, ureteral stent insertion, ureterolithiasis, urinary retention, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal cellulitis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: required pain medication to relieve her pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: showed the devices are within both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-nov-2018: coding correction: due to mismatch of concepts, event "rupture of the right fallopian tube" was split and besides bleeding, genital injury was also captured (as rupture itself could not be specified per coding). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("displaced essure right fallopian tube/ metallic device embedded within the right minus/ failure to occlude (close) fallopian tube(s)"), haematosalpinx ("rupture of the right fallopian tube"), genital injury ("rupture of the right fallopian tube"), abdominal pain ("abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 45-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipoma excision. Concurrent conditions included hypothyroidism, back pain, vomiting, left lower quadrant pain, cyst, chronic cervicitis, uterine cervical squamous metaplasia, paratubal cyst, dysmenorrhea, hypertension, pulmonary hypertension, hydronephrosis, anemia and hematuria. Concomitant products included levothyroxine sodium (synthroid) since 2002. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In august 2017, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced vaginal cellulitis ("cuff cellulitis"), 7 years 1 month after insertion of essure. On (B)(6) 2017, the patient experienced urinary retention ("urinary retention"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced haematosalpinx (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("severe bloating"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary incontinence ("bladder control"), urinary tract disorder ("urinary problems"), pelvic pain ("pain"), ureterolithiasis ("ureteral stone"), nephrolithiasis ("kidney stones"), flank pain ("flank pain") and fatigue ("fatigue") and underwent ureteral stent insertion ("right uterer stented"). The patient was treated with surgery (portion of ureter removal surgically, robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy and robotic total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, haematosalpinx, genital injury, uterine haemorrhage, genital haemorrhage, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, urinary tract disorder, ureterolithiasis, nephrolithiasis, ureteral stent insertion, urinary retention and vaginal cellulitis outcome was unknown and the abdominal pain, abdominal pain lower, bladder disorder, urinary incontinence, pelvic pain, flank pain and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, embedded device, fatigue, flank pain, genital haemorrhage, genital injury, haematosalpinx, menorrhagia, nephrolithiasis, pelvic pain, ureteral stent insertion, ureterolithiasis, urinary incontinence, urinary retention, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal cellulitis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: required pain medication to relieve her pain. Healthcare provider told rupture of the right fallopian tube in need of a partial tubal litigation date of communication: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results:unilateral occlusion (left tube occluded), failure to occlude right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received event : bladder control added. Outcome of event " pain and bladder control" were updated as recovering. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and abdominal distension ("severe bloating"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. On (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower and genital haemorrhage to be related to essure. The reporter commented: required pain medication to relieve her pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: showed the devices are within both fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.